Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture was positive for growth of the bacteria staphylococcus aureus which is known to live on human skin and is commonly linked to peritonitis caused by a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was admitted into the hospital on (B)(6) 2023 and is staying in the hospital due to a dialysis issue. However, there were no reported allegations that the emergency was related to any issues with fresenius products. In additional follow-up, the reporting pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient was admitted to the hospital with peritonitis. The nurse stated the patient had a pd culture obtained which grew the bacteria staphylococcus aureus. The nurse stated the patient was treated with. The patient was treated with antibiotics using vancomycin (dose not provided) and ceftazidime (dose not provided) intraperitoneal. Additionally, the patient was transitioned to hemodialysis for renal replacement needs (to let the peritoneum rest). Subsequently on (B)(6) 2023, the patient was discharged home continuing outpatient hemodialysis. The patient is reportedly recovering from the event. The patient¿s nurse was not able to identify the cause of the patient¿s peritonitis. However, the nurse confirmed the patient did not have any fluid leak in relation to this event.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was admitted into the hospital on (B)(6) 2023 and is staying in the hospital due to a dialysis issue. However, there were no reported allegations that the emergency was related to any issues with fresenius products. In additional follow-up, the reporting pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient was admitted to the hospital with peritonitis. The nurse stated the patient had a pd culture obtained which grew the bacteria staphylococcus aureus. The nurse stated the patient was treated with. The patient was treated with antibiotics using vancomycin (dose not provided) and ceftazidime (dose not provided) intraperitoneal. Additionally, the patient was transitioned to hemodialysis for renal replacement needs (to let the peritoneum rest). Subsequently on (B)(6) 2023, the patient was discharged home continuing outpatient hemodialysis. The patient is reportedly recovering from the event. The patient¿s nurse was not able to identify the cause of the patient¿s peritonitis. However, the nurse confirmed the patient did not have any fluid leak in relation to this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.